Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. Nothing further reported.